Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.

Event description:
I was reported to philips that the device is reading "replace batteries." There was no patient involvement.